Manufacturer narrative:
The cause of the difficult to remove packaging mandrel and leading olive detachment could not be determined with the currently available information. Evaluation summary - the leading olive of the trunk-ipsilateral leg component was returned to gore for evaluation. The finding of the separated olive from the evaluation is consistent with the reported observations. Visual investigation of the leading olive found that a portion of the catheter polyimide was found inside the returned olive. The olive was cross-sectioned longitudinally and it was confirmed that the polyimide had separated from the rest of the catheter at approximately 3mm from the end of the olive, which indicates the olive was bonded to the polyimide. The slanted section of the polyimide suggests a possible tensile failure. These observations are most likely a result of having difficulty while trying to remove the packaging mandrel. However, this is unable to be confirmed with the currently available information. The catheter, introducer sheath and packaging mandrel were not returned; therefore, these parts were unable to be examined as part of this evaluation. The observation that the packaging mandrel was difficult to be removed from the device could not be confirmed. The root cause for difficulty removing the packaging mandrel could not be determined with the currently available information.

Manufacturer narrative:
Patient medications include: plavix, lisinopril, lipitor, pepcid, aspirin, and fish oil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm. It was reported that during preparation of a gore excluder aaa endoprosthesis featuring c3 delivery system, there was difficulty removing the packaging mandrel. After multiple attempts were made and force was applied, the mandrel was able to be removed. No damage was reportedly noted to the delivery catheter upon removal of the mandrel. It was reported the delivery catheter was able to be advanced into position and was deployed with no issue. During retraction of the delivery catheter back into the sheath, there was some reported resistance during withdrawal, but the delivery catheter was able to be removed. It was reported that after the delivery catheter was removed from the patient, it was noted the leading olive had detached from the catheter and remained inside the patient, just proximal to the sheath. A snare catheter was used to successfully remove the detached olive from the patient. The procedure concluded with no further issue, and the patient tolerated the procedure.